Event description:
Procedure type: lap gastric banding. Pt gender: unk. According to the reporter: surgeon placed four clips successfully but the last clip appeared to come too close to a previous clip, jamming the jaws of the clip applier closed. The surgeon unable to release clip from the blood vessels, broke the instrument handle to release it from the pt. A second instrument used and was placed in a pool of blood unable to see distal tips which appeared to have been placed over another clip. The previous clip was released and jammed in the jaw of the device, and again jamming it down. Two other 5mm clip appliers of different types were used which also failed. The procedure was finally completed with a 10mm clip applier. It is not known if tissue loss/damage occurred or if clips fell in the pt. The incision was not extended and it is not known if bleeding more than 250cc occurred. Surgery was extended more than thirty minutes, as a result. No pt info has been disclosed.